Event description:
During the analysis, it was verified that the tablet was unable to power on. The cause for the anomaly is associated with a defective main board. Once the main board was replaced, no further anomalies were identified.

Event description:
It was reported that the tablet device would not power on and not charge when connect to the power adaptor. The power adaptor was able to charge another tablet without any issue. The suspect tablet device has been returned to the manufacturer where analysis is currently underway.